Event description:
It was reported by the user facility that the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to specifications.